Manufacturer narrative:
The associated complaint devices were not returned. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the devices or new information is received in the future, these complaints can be re-opened. The clinical medical investigation concluded there was no definitive root cause of the stated complaint or documentation to substantiate the reported subsidence. The provided x-ray images confirm some subsidence of the tibial baseplate. The revision was done due to complaint of pain was all that was stated, which the physician stated was caused by the subsidence. No further clinical documentation was provided. Additional patient impact or status is unknown. No further actions are being taken at this time. We consider this investigation closed.

Event description:
A revision surgery was performed due to baseplate had subsided and bone had formed around it. It was removed via flexible osteotome and punch. Femur was removed via gigli saw and flexible osteotome. Tibia, teamed to 15 x 120, 4mm offset used, size 3 baseplate. All via standard technique. Trialed. Femur, reamed to 15 x 160, size 3. All via standard technique. Trialed implants were cemented in, 18mm constrained trial and knee balanced and then inserted. Wound closed.